Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Both leads were explanted and replaced due to loss of capture and intermittent undersensing of the rv lead. No adverse patient side effects were reported and the hospital has retained both leads. Should additional information become available, this event will be updated.